Event description:
Admitted on (B)(6) 2015 for subtherapeutic inr and evaluation for increasing ldh. Pt denies any symptoms. Started on bivalirudin on (B)(6) 2015. Pt continued to have increasing ldh resulting in pump exchange on (B)(6) 2015.